Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead serial# unknown product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). The manufacturer representative (rep) said while testing the wens, they got 1 "red" electrode. But at the end, when the hcp put the leads into the wens to start the trial, the rep got 3 reds on one lead and 2 reds on the other. The rep said he switched out the wens, and they were all green. The rep would send back the wens for analysis. The wens was used to test during the trial, and it tested fine. It was all green for connectivity. The manufacturer representative (rep) went to check connectivity at the end and three electrodes came up orange. The physician wiped down and reinserted leads, and five were then in orange. This was repeated five times with varying electrodes being in orange. They then switched to a new wens. Bad impedance and breakage were reported. No symptoms were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The second wens resolved the electrode issues, suggesting there was a deficiency with the first wens and not with the implantable leads.